Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 2 patient samples tested for elecsys estradiol iii assay (estradiol iii) and elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. Patient 1 initial estradiol iii result was <5 pg/ml. The sample was repeated twice with results of 90 pg/ml and 6 pg/ml. Patient 2 initial hcg + b result was 0.9 miu/ml. The repeat result was 90 miu/ml. No adverse event occurred. No reagent lot numbers or expiration dates were provided.

Manufacturer narrative:
Instrument performance testing data was within the acceptable range. Sample liquid level detection malfunction during movement errors and sample liquid level detection noise errors were observed during a review of the alarm trace. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
On 27-feb-2018 the field service representative (fsr) visited the customer site and carried out preventive maintenance. The fsr carried out a complete adjustment of the instrument paying special attention to the pipettor, sipper and liquid level detection systems. After the service visit, the customer had no further problems.